Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 24.6 mmol/l. The customer was advised about needle treatment. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer have current blood glucose levels of 7.6 mmol/l. The customer did not allege under delivery on insulin pump. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.